Event description:
This 61 year old female underwent a bilateral augmentation mammoplasty with silicone gel breast implants in 1977. She has developed multiple medical problems over the years. She recently has developed right sided breast pain and has noticed changes in the shape of the right breast. The implants were not implanted at this reporting facility. Gross exam: the left breast implant is intact and weighs 355 mgs. The right implant, weighing 315 gms, exuded tenacious gel-like material upon light compression.